Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead product ID 3708695 lot# serial# nkn226709v implanted: explanted: product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the reason for the surgery/revision was due to an opening of the surgical wound with a possible infection of the surgical pocket. The lead would be re-implanted, but that implantation was not planned yet. The surgical team took photos of the lead, but it wasn¿t available for analysis because it was still implanted. Once the lead was replaced the old one would be sent back for analysis. Additional information was received: it was reported that after disconnecting the lead from the extension they found high impedances. It was said that they could only see ¿one ring¿ in the proximal part of the lead. The hcp said that when the surgeon disconnected the lead from the old extensions for the first time, they could see all 4 rings, but they weren¿t equidistant from each other. The lead is still implanted, and it would be some weeks before planning a new lead implant. The lead would be sent back after being explanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient was clinically stable, and the physician decided not to remove the lead, it remains implanted.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID neu_unknown_lead lot# unknown serial# product type lead product ID 3708695 serial# (B)(6) product type extension . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was doing well, but no date had been planned for surgery yet.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Product ID: 3708695, serial#: (B)(4), product type: extension. Other relevant device(s) are: product ID: 3708695, serial/lot #: (B)(4), ubd: 18-mar-2024, UDI#: (B)(4). This report is a continuation of report 2182207-2020-00891 and will be continued on this ins. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the dbs implant revision the physician disconnected the lead from the extension and a portion of the proximal end of the lead remained inside the extension. The issue wasn't resolved. Additional information was received: it was reported that the reason for the revision/surgery was that there was dehiscence at the site of the ins with a high probability of infection. The physicians decided to replace the ins and extensions. They also decided to move the ins site from the chest to the abdomen. It was the reason they used that model of extension with the ins. During the replacement they did an impedance measurement and found they were high, so they came back to the connection between the extension and the lead.